Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose as well as alleging insulin pump was under delivering on (B)(6) 2019 with blood glucose of 408 mg/dl. Customer¿s current blood glucose level was 208 mg/dl. Customer¿s other blood glucose level was 280 mg/dl and 480 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. The customer was treated with emergency room, insulin pump and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer was not using auto mode. Customer troubleshooting was performed for under delivery and high blood glucose level. The insulin pump will not be returned for analysis.